Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced multiple hardware parts including the ise flowcell, flowcell assembly, carbon bridge, eic valves, ise valves, and the t-valve to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium (na) patient results and erratic quality control on their dxc 600 pro clinical chemistry analyzer. The results were reported out of the laboratory. The physician questioned the results which led to the customer repeated the samples and amended the original results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for ten patients.